Manufacturer narrative:
A review of the device history record was performed from the date of manufacture to the date of product release for distribution which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history was performed which did confirm similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
On (B)(6) 2019 06:19:48 rfc_repairs (rfc_repairs) po for $(B)(6). Error code 303. On (B)(6) 2019 07:57:02 (B)(6). Customer stated error code 303 was confirmed due to bad nicad and lithium batteries that were too low capacity to hold charge. Replaced them new batteries. Also broken case and broken lower housing at bottom for physical damage. Replaced them a new case assembly and a new lower case with 2 clips. On (B)(6) 2019 09:43:42 (B)(6). 1001901722140004860100457111873317.

Manufacturer narrative:
A review of the device history record was performed from the date of manufacture to the date of product release for distribution which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history was performed which did confirm similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4).